Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred. In addition, it was reported that the cartridge leaked insulin due to customer overfilling cartridge. Lastly, the customer experienced a low blood glucose (bg) level of 53 mg/dl, cause was unknown. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.